Event description:
Information received indicates the siderail is hanging on the bed by the two outer siderails and will not go up into the latch position.

Event description:
Reporter alleged obtaining the results of 199 mg/dl, 237 mg/dl and 71 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took his 100 mg of januvia as normal after testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.